Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. The outer was found to be fragmented 95mm distal of the stent holder. This type of damage is consistent with the application of excessive force to the delivery system. The stent could not be deployed by pushing on the handle due to the outer damage 95mm distal of the stent holder. There was also a lot of solidified blood on the device. This type of damage is consistent with the application of excessive force to the delivery system. The stent was deployed manually by pulling back on the tip while gripping the outer. There were no issues with the profile of the stent. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2016. It was reported that advancing difficulties were encountered and the stent failed to deploy. The stenosed target lesion was located in the severely tortuous left common carotid artery. After an ez filter wire crossed the lesion and dilatation was performed, an 8.0-29 carotid wallstent¿ was advanced but had difficulties advancing to the lesion. The device eventually crossed the lesion and the stent was attempted to be deployed but failed. Additional force was applied and only the y-adaptor was pulled from the handle and the stent still failed to deploy. The device was removed from the patient and the procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a broken sheath.